Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - (B)(6). This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-06005 / 06009 & 2016-03114). Remains implanted.

Event description:
A left hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This report is being amended to reflect information not previously available. Current information remains insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent revision procedure due to a fractured constrained ring. The liner and ring were removed and replaced.